Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the footend brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footend brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer alleged that the footend brakes were not engaging; however, the bed could not be located for evaluation. Customer to contact stryker when the bed is located and a new complaint will be initiated. Customer unable to locate bed.